Manufacturer narrative:
Initial reporter phone number: (B)(6). Health effect f15 recognized device or procedural complication. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "device rupture." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a missing piece of the shell assessed as inconclusive. Additional observations: ¿ crease fold observed in the device. ¿ wear abrasion observed in the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "device rupture." The device has been explanted and replaced.